Manufacturer narrative:
Rn# (B)(4). Complaint took place in USA. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in USA: during placement of a subgluteal sciatic catheter using the sonosoft secure catheter, the catheter sheared during light withdrawal through the needle. We wanted to report this as a possible device malfunction. The catheter was placed under sterile conditions and was positioned fairly deep, so we decided not to attempt surgical removal to avoid further tissue damage. The patient was informed of the incident.